Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient never had their overdischarged ins started. The patient met with a manufacturer representative and was told that "it wasn't working, or maybe it was" (the patient wasn't sure). The patient reported that they had a new primary cell ins implanted so they wouldn't have to worry about recharging anymore. The patient noted that their old rechargable ins "worked great when it worked." No further complications are anticipated.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. An overdischarge was alleged. The patient claimed to have had two overdischarges prior to their current overdischarge. The patient could not provide a timeline for when the two overdischarges would have occurred. The patient did not charge their battery for the past two months because they were in a facility. The rep assumed the patient just noticed the inability to communicate with their implantable neurostimulator (ins) but they were not certain. The rep would attempt to pull the patient¿s battery out of overdischarge. Additional information was received from a rep via a patient on 2017-mar-21. An overdischarge was reported to have occurred on an unknown date in (B)(6) 2016. The patient reported not using or charging their battery in the past 3-4 months because they were in an assisted living facility and not maintaining their battery at that point. The battery would not charge. An appointment would be scheduled for the probable overdischarge to reset the device if possible. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications were reported. Additional information was received from a rep on 2017-mar-22. The rep did not know if it was the patient¿s third overdischarge. They noted that it was at least their second overdischarge. The patient was unable to communicate with their ins. No troubleshooting/diagnostics were performed at the time of the report, but the patient was scheduled for a device reset. There were no complications reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was having their ins replaced with a nonrechargeable model. No further complications are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2017. The rep stated that the device reset would occur on (B)(6) 2017. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-28. The patient stated that their stimulator is not working and is not helping with the patient¿s pain. They are not sure what to do now. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.